Manufacturer narrative:
Date of initial report: 12/20/2007. To date, the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The report stated, that when the generator was turned on, it displayed imp1000ohm and could not be activated. They changed the extension cable of the pt return electrode pad and the needle electrode, however, the situation did not change. The temperature displayed properly, but would not activate. They borrowed the generator from another department to complete the procedure. There was no reported injury.